Manufacturer narrative:
Per the clinic, the patient was treated with oral and IV antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to infection and extrusion of the device (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, it was reported that the patient was hospitalized overnight from (B)(6)2025 to (B)(6)2025.